Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no reported impact to the customer's blood glucose level. Cts provided complete pump reset information, but the customer was unable to turn off the pump and plans to call back after attempting to remove the case from the pump. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.